Event description:
Originally implanted in 1998. He was successfully fitted and there were no reports of any problems with his system. According to info rec'd from the implant ctr, the pt was seen at the ctr during the first week in may for device evaluation. Although the pt was unable to specifically communicate what he was experiencing with his system, testing conducted revealed that several electrodes exhibited high impedances. His parents reported that sometime during september 1998 (exact date unknown), their son fell down and hit his head on the floor and that from that point of his device was nonfunctioning. It is unknown why pt was not taken to the implant ctr at that time. Revision surgery took place in may 1999 and pt was reimplanted with another clarion device.